Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a right reverse hybrid tka surgery performed on (B)(6) 2024, in which a porous tibia baseplate with jrny lock with journey ii bcs femur and tibia insert were implanted, the patient experienced loosening of the tibial component. It is unknown how is this issue being treated. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: correction: h6 (health effect - clinical code). H11: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the surgical technique notes that fixation, support, and stability may be compromised if gaps are present between the implant and bone. Component loosening is included in the instructions for use document related to knee systems, as a possible adverse effect secondary to mechanical and/or patient factors. A definitive clinical root cause of the right tibial baseplate loosening could not be concluded. Based on the limited information/imaging provided, currently unable to rule out bone quality, size selection, implant positioning, or other mechanical and/or patient factors as potential contributors to the events. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.